Event description:
The handpiece was returned to the manufacturer for service, and during the investigation, the device had a run-on condition. This did not occur during a surgical procedure. There was no pt involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. A run-on condition was found and then reported. Based on the investigation details, the likely cause was problems with the motor, rotor, bearings. Those parts were replaced along with other components. Service did a clean, lube, and adjust, and the device was repaired and returned to the customer.